Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380. E1: patient city: (B)(6). Patient country: turkey.

Event description:
It was reported that the patient experienced hyperglycemic event on 13 mar 2026 due to bent cannula with blood glucose level of 450 mg/dl. The blood glucose was high for three to four hours and was treated with insulin via pen. The site of insertion was abdomen and infusion set was used for two hours.